Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery that while the surgeon was inserting the 2.3mm locking screws, the tip of the driver shaft broke off inside the screw. The broken tip was retrieved from the screw. The surgery was completed with a backup driver. No delay or adverse patient consequences were reported. This report is related to report number 3025141-2025-00010 for the driver involved in this event.